Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to issue the medication furosemide 20mg tab. A technical support specialist stated that issue was related to production issue (pi) 55845. Further, the technical support specialist guided the customer to exit the cubex application and logged back in and confirmed that the customer was able to issue the item successfully to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini unable to issue furosemide 20mg tab. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini unable to issue furosemide 20mg tab. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.